Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the surgeon was unable to advance to the next surgical step using the footswitch during a procedure. They were able to advance to the next step by pressing the system display. There was no impact to the pt.